Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left coronary artery. The 2.5x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion without issue; however, during the first inflation at 4 atmospheres (atm), the balloon ruptured. The bdc was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Additional dilatation was performed with an nc trek and a xience stent was implanted. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot.d4 - lot number, d4 - catalog no, d4 - UDI #, h4 - device manufacture date, h10 - addtl mfg narrative.

Event description:
Subsequent to the previously filed report, the lot number was confirmed to be 10422g2, not 10406g1. The part number was confirmed to be 1012271-15, not 1012272-15. No additional information was provided.